Event description:
I have been struggling with health issue for years not knowing what was causing them. However, my health issues started to become debilitating in (B)(6) 2022. It started with bone pain on all areas of my body, joint pain in all my fingers, muscle pain all over my body, then atrophy of both upper and lower limbs. In addition, I had extreme fatigue, brain fog, leaky gut, food allergies and skin rashes. I was unable to climb a hill or any elevated steps, as well as, unable to even lift a blow dryer due to my weakness. Over the past year I have had multiple blood panels ran starting with my doctor to both specialist in oncology and rheumatology. I have had x-rays and a pet (positron emission tomography) scan. None of the tests I have taken have detected anything. All my symptoms point towards autoimmune disease however, nothing is coming back showing that I have one. I believe I have bii, breast implant illness. I explanted on (B)(6) 2023, and I have already had relief from many of my symptoms. I have had my saline implants for over 20 years. I started having leaky gut issues and food allergies about 10 years ago. I would have skin rashes covering my legs and underarms out of nowhere. I struggled with my memory and just thought it was part of the aging process and that I needed to take more supplements. It wasn't until my body started attacking me and completely shutting down that I realized something serious is going on. I had appointment after appointment for over a year trying to find answers and came up with none! When I was told about bii from a family member and looked into it I knew immediately that this was my story. I believed I was dying, my body continued to shut down to a point that I couldn't even get up and take care of my basic needs. Each day getting worse than the day before, I was declining rapidly. I ended up in the ER (emergency room) and they prescribed prednisone and referred me to oncology. This was the beginning of major relief from my weakness and pain. From there I saw the oncologist until they ruled out cancer and then was referred to a rheumatologist. The rheumatologist says I display symptoms of ra (rheumatoid arthritis) however none of my tests have come back stating I have an auto immune deficiency. It has been 4 weeks since my explant. I have had significant decrease in joint pain. My bone and muscle pain are gone, and I have oil in my face which I cannot ever remember having, I have had severe dry skin for so long. I have complete certainty that the breast implants were the cause of my symptoms. I do not have and ID (identification) number and was not given a card at the time of surgery. The avalon clinic where I had these done closed down 10 years ago. I was unable to get any help with finding any information out. Reference report: mw5147620.